Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high pacing impedance and was not implanted. The operation was suspended. The patient had no adverse consequences and was in stable condition. No additional information was reported.

Manufacturer narrative:
The reported event of high lead impedance was not confirmed. Analysis was normal. No anomalies were found.